Event description:
While attempting to cardiovert a patient's heart rhythm (age & gender unknown) the device's ECG display was too small. The clinician attempted to adjust the size of the ECG reading, however the device was unable to sync. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.